Event description:
The patient presented for chemotherapy and port-a-cath was not functioning at the end of this past year. A venous doppler study revealed that the catheter had actually fractured and was disconnected from the original port-a-cath. With that finding, the catheter was no longer being used. The patient had to adjust the coumadin dose before removal of the device in special procedures. The fractured catheter was snared under fluoroscopy. The patient tolerated the procedure well.